Event description:
Ous MDR - after an implant duration of about 8 months, it was reported that the pacing impedance of both leads was observed to be > 2500 ohm. No adverse pt side effects have been reported. The device was explanted, but no date was provided as well as no event date.

Manufacturer narrative:
Ous MDR.